Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/perforation/the right essure device perforated the uterus near the right cornua, and was adherent to the uterine serosa and the omentum.'), device dislocation ('left essure not visualized') and perforation ('organ perforation') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included night sweats, diaphoresis, joint pain, perineal pain, nausea and paratubal cyst. Chief complaint: I have to get a hysterectomy because my essure is splitting one of my ovaries. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), autoimmune disorder ("autoimmune-like symptoms"), genital haemorrhage ("bleeding/unusual bleeding"), pelvic pain ("pain/pain from migrated implant"), urinary tract disorder ("urinary problems"), abdominal pain lower ("cramping") and menstrual disorder ("unusual periods"). The patient was treated with surgery (total laparoscopic hysterectomy, cystoscopy, bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, device dislocation, perforation, autoimmune disorder, genital haemorrhage, pelvic pain, urinary tract disorder, abdominal pain lower and menstrual disorder outcome was unknown. The reporter considered abdominal pain lower, autoimmune disorder, device dislocation, genital haemorrhage, menstrual disorder, pelvic pain, perforation, urinary tract disorder and uterine perforation to be related to essure. The reporter commented: right essure completely protruding from uterine serosa near right cornua, also adherent to omentum diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on (B)(6) 2018: negative. Quality-safety evaluation of ptc: unable to confirm complaint~ most recent follow-up information incorporated above includes: on 28-aug-2020: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/perforation/the right essure device perforated the uterus near the right cornua, and was adherent to the uterine serosa and the omentum.'), device dislocation ('left essure not visualized') and perforation ('organ perforation') in an adult female patient who had essure (batch no. 682480-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included night sweats, diaphoresis, joint pain, perineal pain, nausea and paratubal cyst. Chief complaint: I have to get a hysterectomy because my essure is splitting one of my ovaries. Previously administered products included for an unreported indication: intrauterine device. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), autoimmune disorder ("autoimmune-like symptoms"), genital haemorrhage ("bleeding/unusual bleeding"), pelvic pain ("pain/pain from migrated implant"), urinary tract disorder ("urinary problems"), abdominal pain lower ("cramping") and menstrual disorder ("unusual periods"). The patient was treated with surgery (total laparoscopic hysterectomy, cystoscopy, bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, device dislocation, perforation, autoimmune disorder, genital haemorrhage, pelvic pain, urinary tract disorder, abdominal pain lower and menstrual disorder outcome was unknown. The reporter considered abdominal pain lower, autoimmune disorder, device dislocation, genital haemorrhage, menstrual disorder, pelvic pain, perforation, urinary tract disorder and uterine perforation to be related to essure. The reporter commented: right essure completely protruding from uterine serosa near right cornua, also adherent to omentum. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on (B)(6) 2018: negative. Lot number: 682480. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain , device dislocation, uterine perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-oct-2020: update of information (batch is not valid). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/perforation/the right essure device perforated the uterus near the right cornua, and was adherent to the uterine serosa and the omentum.'), device dislocation ('left essure not visualized') and perforation ('organ perforation') in an adult female patient who had essure (batch no. 682480) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included night sweats, diaphoresis, joint pain, perineal pain, nausea and paratubal cyst. Chief complaint: I have to get a hysterectomy because my essure is splitting one of my ovaries. Previously administered products included for an unreported indication: intrauterine device. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), autoimmune disorder ("autoimmune-like symptoms"), genital haemorrhage ("bleeding/unusual bleeding"), pelvic pain ("pain/pain from migrated implant"), urinary tract disorder ("urinary problems"), abdominal pain lower ("cramping") and menstrual disorder ("unusual periods"). The patient was treated with surgery (total laparoscopic hysterectomy, cystoscopy, bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, device dislocation, perforation, autoimmune disorder, genital hemorrhage, pelvic pain, urinary tract disorder, abdominal pain lower and menstrual disorder outcome was unknown. The reporter considered abdominal pain lower, autoimmune disorder, device dislocation, genital hemorrhage, menstrual disorder, pelvic pain, perforation, urinary tract disorder and uterine perforation to be related to essure. The reporter commented: right essure completely protruding from uterine serosa near right cornua, also adherent to omentum. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on (B)(6) 2018: negative. Lot number: 682480. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain , device dislocation, uterine perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-oct-2020: mr received. Reporter information, lot number added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration/perforation/the right essure device perforated the uterus near the right cornua, and was adherent to the uterine serosa and the omentum."), device dislocation ("left essure not visualized"), autoimmune disorder ("autoimmune-like symptoms") and genital haemorrhage ("bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included night sweats, diaphoresis, joint pain, perineal pain, nausea and paratubal cyst. Chief complaint: I have to get a hysterectomy because my essure is splitting one of my ovaries. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain") and urinary tract disorder ("urinary problems"). The patient was treated with surgery (total laparoscopic hysterectomy, cystoscopy, bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, device dislocation, autoimmune disorder, genital haemorrhage, pelvic pain and urinary tract disorder outcome was unknown. The reporter considered autoimmune disorder, device dislocation, genital haemorrhage, pelvic pain, urinary tract disorder and uterine perforation to be related to essure. The reporter commented: right essure completely protruding from uterine serosa near right cornua, also adherent to omentum diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on (B)(6) 2018: negative. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/perforation/the right essure device perforated the uterus near the right cornua, and was adherent to the uterine serosa and the omentum\organ perforation') and device dislocation ('left essure not visualized') in an adult female patient who had essure (batch no. 682480-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included night sweats, diaphoresis, joint pain, perineal pain, nausea and paratubal cyst. Chief complaint: I have to get a hysterectomy because my essure is splitting one of my ovaries. Previously administered products included for an unreported indication: intrauterine device. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), autoimmune disorder ("autoimmune-like symptoms"), genital haemorrhage ("bleeding/unusual bleeding"), pelvic pain ("pain/pain from migrated implant"), urinary tract disorder ("urinary problems"), abdominal pain lower ("cramping") and menstrual disorder ("unusual periods"). The patient was treated with surgery (total laparoscopic hysterectomy, cystoscopy, bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, device dislocation, autoimmune disorder, genital haemorrhage, pelvic pain, urinary tract disorder, abdominal pain lower and menstrual disorder outcome was unknown. The reporter considered abdominal pain lower, autoimmune disorder, device dislocation, genital haemorrhage, menstrual disorder, pelvic pain, urinary tract disorder and uterine perforation to be related to essure. The reporter commented: right essure completely protruding from uterine serosa near right cornua, also adherent to omentum. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on (B)(6) 2018: negative. Lot number: 682480. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain , device dislocation, uterine perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-oct-2020: quality safety evaluation of ptc(product technical complaint). In medical records (dated (B)(6) 2020) only uterine perforation was mentioned. Hence event organ perforation clubbed with uterine perforation. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration/perforation/the right essure device perforated the uterus near the right cornua, and was adherent to the uterine serosa and the omentum."), device dislocation ("left essure not visualized"), autoimmune disorder ("autoimmune-like symptoms") and genital haemorrhage ("bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included night sweats, diaphoresis, joint pain, perineal pain, nausea and paratubal cyst. Chief complaint: I have to get a hysterectomy because my essure is splitting one of my ovaries. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain") and urinary tract disorder ("urinary problems"). The patient was treated with surgery (total laparoscopic hysterectomy, cystoscopy, bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, device dislocation, autoimmune disorder, genital haemorrhage, pelvic pain and urinary tract disorder outcome was unknown. The reporter considered autoimmune disorder, device dislocation, genital haemorrhage, pelvic pain, urinary tract disorder and uterine perforation to be related to essure. The reporter commented: right essure completely protruding from uterine serosa near right cornua, also adherent to omentum. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on (B)(6) 2018: negative. Quality-safety evaluation of ptc: unable to confirm complaint~ most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/perforation/the right essure device perforated the uterus near the right cornua, and was adherent to the uterine serosa and the omentum.'), device dislocation ('left essure not visualized') and perforation ('organ perforation') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included night sweats, diaphoresis, joint pain, perineal pain, nausea and paratubal cyst. Chief complaint: I have to get a hysterectomy because my essure is splitting one of my ovaries. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), autoimmune disorder ("autoimmune-like symptoms"), genital haemorrhage ("bleeding/unusual bleeding"), pelvic pain ("pain/pain from migrated implant"), urinary tract disorder ("urinary problems"), abdominal pain lower ("cramping") and menstrual disorder ("unusual periods"). The patient was treated with surgery (total laparoscopic hysterectomy, cystoscopy, bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, device dislocation, perforation, autoimmune disorder, genital haemorrhage, pelvic pain, urinary tract disorder, abdominal pain lower and menstrual disorder outcome was unknown. The reporter considered abdominal pain lower, autoimmune disorder, device dislocation, genital haemorrhage, menstrual disorder, pelvic pain, perforation, urinary tract disorder and uterine perforation to be related to essure. The reporter commented: right essure completely protruding from uterine serosa near right cornua, also adherent to omentum diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on (B)(6) 2018: negative. Quality-safety evaluation of ptc: unable to confirm complaint~ most recent follow-up information incorporated above includes: on 3-aug-2020: plaintiff fact sheet received. Reporter added. Event pain from migrated implant clubbed with pain, unusual bleeding clubbed with bleeding, event organ perforation, cramping and unusual periods were newly added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.